Manufacturer narrative:
(B)(4) 2016 - rtc card was returned to syneron for investigation. (B)(4) 2016- investigation in process.

Event description:
On (B)(6) 2016. Syneron ra was made aware of possible adverse event following treatment with elos plus system and sublative rf applicator at the (B)(6). Incident date is unknown at this point. Female patient underwent treatment on the chin area and sustained adverse reaction.